Event description:
It was reported that (B)(6) 2025, the doctor found the package damaged prior to the patient." This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows the lidstock with the top-right corner appearing to be slightly peeled open. The customer also returned one cvc kit for analysis. No obvious signs of use were observed. The corner of the tray appeared to be broken adjacent to a cavity in the tray. The original corrugate box was not returned. Visual analysis revealed the lidstock had a sterility breach in the form of the lidstock peeled back at the top-right corner of the packaging tray. The top-right corner of the tray was broken. The edges of the separation appeared rough which is consistent with undue force onto the corner of the tray resulting in the corner cracking. No signs of damage were observed on the rest of the kit nor the other components within the kit. Packaging engineers were contacted as a part of this complaint investigation. They stated the damage appears to be related to excessive storage and shipping. The packaging facility stated that the tray seals are 100% inspected prior to undergoing hood inspection where particles, kit integrity, missing components, etc. Are 100% reviewed. Since the lidstock was still attached to the broken part of the tray, this indicated the damage occurred after the packaging process. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged." The customer report of a sterility breach was confirmed through investigation of the returned sample. Visual analysis revealed the product lidstock was slightly peeled open in the top-right corner of the packaging due the corner being cracked and broken. Based on the customer report and the sample received, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2025, the doctor found the package damaged prior to the patient." This was found prior to use. There was no patient involvement.